Event description:
Asr re-revision. Revision due to pain. Liner and head removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint shall be closed with an unjustified conclusion. As the complaint has been deemed non-verifiable, it is not possible to establish corrective action. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. It shall be entered onto the complaints database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.